Event description:
Boston scientific received information that during the implant of this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead, difficulties were encountered when connecting the lead to the device header. When the lead's terminal pin was initially inserted into the rv port, noise was noted on the electrogram and both the pacing and shock impedance measurements were high out of range. The terminal pin was removed from the header and reinserted; however, the same observations were noted. After four attempts, the field representative provided mineral oil to help assist with the lead insertion. After it was used, the rv lead's terminal pin was able to be fully inserted into the header and all measurements were in normal range. In addition, no further noise was observed on the electrograms. No adverse patient effects were reported. The crt-d and rv lead remain implanted and in service.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.